Event description:
Patient's family member added 300 ml of enteral feeding solution to container and set the pump to deliver 60 ml/hr. Within 1 hour all of the solution had been delivered. Patient vomitted. Family member added another 300 mg and again set the rate at 60 ml/hr. Again 300 ml were delivered in 1 hour. Patient vomitted and continued to have dry heaves. Family member tested 2 additional pump sets that night and one in the physician's office and they all overdelivered. Family member was told to monitor the patient. Patient has had no further vomitting episodes. There was no illness injury or medical intervention resulting from the event.